Event description:
It was reported, post implant, that the right ventricular (rv) lead exhibited variable r-wave amplitudes. Immediately post implant, they had diminished and then went back up slightly. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).